Event description:
Facility stated that several of her solara 3g wheelchair wheel lock brackets(long slotted frame mounted bracket) will deform and open over time which allows the bolts to back out and the wheel lock to fall off. (B)(4) spoke with provider who stated there were a total of 4 solara 3gs with this problem.